Event description:
The patient reportedly experienced discomfort and overly loud stimulation during use of his implanted device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. A company representative confirmed that the device is not functioning according to device specifications. Surgery to explant the patient's device will be scheduled.